Event description:
It was reported that a homechoice apd set with cassette leaked from an unspecified location. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A visual inspection was performed and found a cut on the device's sheeting. Pressure testing for leakage was performed and found a leak at the cut location. The reported condition was verified. The cause of the cut in the sheeting was undetermined. Should additional relevant information become available, a supplemental report will be submitted.